Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 128mg/dl at time of the call. Troubleshooting was performed basal rates and settings in the insulin pump were correct. The high pressure test could not be performed because customer did not have the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.